Event description:
A surgeon reported that one day after a glaucoma filtering shunt was implanted, he observed that it was touching the iris. The contact resolved without treatment and the shunt remains implanted. There was no harm associated with the contact. No further information is expected.

Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. A sample was not returned because there was no harm caused by this event as it was solved with no treatment and the shunt has remained in the eye. Because a sample was not returned, the root cause cannot be determined. There have been two other complaints reported in the lot number. No further information is expected. (B)(4).